Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right ventricular (rv) lead implant procedure the suture sleeve slipped off the end of the lead. The physician believed the sleeve is lodged outside the subclavian vein but elected not to dig into the tissue to retrieve. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.